Manufacturer narrative:
The test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 3.1 inr, qc 2: 3.1 inr and, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The reporter stated that it may have taken up to 20 seconds to dose the strip. The reporter also stated that she does not always use the first drop from the finger. Product labeling states "apply the blood within 15 seconds of sticking the fingertip, apply the blood to the target area of the test strip¿ from the side of the test strip." The reporter stated that she squeezes the finger a lot. Product labeling states "gently squeeze from the base of the finger to develop a hanging drop of blood." The investigation did not identify a product problem. The cause of the event could not be determined.  Occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to an unknown laboratory method. The meter result at around 7:00 am was 4.9 inr. The laboratory result at 9:30 am was 3.47 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The interval of testing is weekly. The reporter stated that it may have taken up to 20 seconds to dose the strip. The reporter stated that she squeezes the finger a lot.